Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had applied rescue tape to their controller due to a small tear in the black power lead. Rescue tape was reapplied at the clinic. A new low flow controller was requested so the damaged controller could be exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the black power lead of the system controller was not confirmed. The heartmate ii system controller (serial #: (B)(6) was not returned for analysis and no log files were submitted. Multiple good faith efforts were sent asking if the damaged controller would be returning; however, to date no response has been received. The root cause of the reported event was unable to be determined in this analysis. Heartmate ii lvas instructions for use, rev. D, section 12.4 entitled ¿alarms screen¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii lvas instructions for use, rev. D, section 21.0 entitled ¿inspection, cleaning, and maintenance guidelines¿ and heartmate ii lvas patient handbook, rev. D, section entitled ¿cleaning batteries and clips¿ addresses how to properly inspect and clean the batteries and clips. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.